Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurement of greater than 125 ohms. This included a high out of range measurements being observed during shock delivery in the past. Noise and changes in amplitude morphology measurements were also observed on the rv channel. Boston scientific technical services provided troubleshooting options to the field. The rv lead continues to remain in service. No adverse patient effects were reported.